Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the angio-seal tamper tube was left inside the patient. The angio-seal device instructions for use (IFU) precaution that when the device is used with obese patients, the tamper tube may not be long enough to be exposed or grasped at the skin. The fingers should be placed on either side of the suture, compressing the surrounding tissue, while attempting to expose the tamper tube. If necessary, a sterile hemostat may be used to grasp the tamper tube so the collagen can be tamped adequately. The exact catalog number of the angio-seal is unknown. It is either 610091 or 610097.

Event description:
It was reported that an angio-seal was deployed post cardiac catheterization procedure. The patient was reported to be obese. The hospital staff could not find the tamper tube when they went to retrieve it. When the patient came in for another procedure, the tamper tube was discovered to still be inside the patient. The patient had the tamper tube surgically removed. Additional information was not available.